Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on the electronic assembly. The pump had missing end cap sticker and scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 342 mg/dl at the time of incident. The customer stated he was sleeping when the pump stopped working. He changed the battery but the pump was still blank. They performed troubleshooting but the display did not return. The insulin pump was returned for analysis.